Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was too much vacuum and aspiration which made the nucleus stick to the phacoemulsification tip. The IV bottle lowered, the phacoemulsification power was erratic and the system shut off. The procedure was completed with some difficulty and delay. There was no harm to the patient.

Manufacturer narrative:
The customer reported that ¿during quadrant removal, the bottle holder suddenly dropped from 90cms to 0cms causing the anterior chamber (ac) to collapse. During sculpt phase, there was too much ¿vacuum and aspiration,¿ causing the nucleus to become stuck to the distal end of phaco tip. The surgeon claims they were unable to resolve the issue by reducing the setting levels. There was a surge of phaco power. The system fluctuated at random levels and intervals. The procedure was listed as a cataract removal and iol implantation. The density of the cataract was listed as ¿normal.¿ the case was completed with delays. This investigation will serve as patient two. The customer restored the initial bottle height, and rebooted the system. The memory in the system switched to registrar settings, with limited success. The field service engineer suggested this could be an issue with the footswitch. However, there is no request for service on the system listed for this time frame. Additional, related information was requested but was not obtained. The operators manual states if the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. The operators manual also warns the use of non-company surgical reusable or disposable I/a handpieces that do not meet company surgical specifications, or use of a company handpiece not specified for use with the system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase and or chamber collapse. As the patient¿s medical or ocular history were not provided, it is unknown if the patient had preexisting comorbidity that would predispose chamber instability or intraoperative floppy iris syndrome (ifis).¿ the customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely by replacing the footswitch. However, the original footswitch was not provided to the company for evaluation testing. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 25, 2005. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported issues were not able to be confirmed the manufacturer internal reference number is: (B)(4).